Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-41- dead battery. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The customer did reported feeling shaky. Medical attention is not reported as a result of dead meter. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 136mg/dl fasting using the meter. The test strip lot manufacturer's expiration date is 10-31-2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.